Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for an implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient did not have a horizontal aorta. During the procedure, the 23mm navitor valve was prepared and loaded into small flexnav delivery system as per IFU. Pre dilatation with a non-abbott device was carried out. System was advanced over non-abbott device wire and deployed in native annulus as per IFU. Upon removing the system, the nose cone appeared to catch on the side of the valve in the non-coronary cusp (ncc) and move it up slightly. Upon removing the pigtail, the valve came up into the ascending aorta/aortic arch. A second 23mm navitor valve was then prepared and loaded into a small delivery system as per IFU. This was deployed in the native annulus with good implant depth and good final hemodynamics. The patient is stable.

Manufacturer narrative:
An event of device interaction with another device was reported. Information from the field indicated that upon removing the system, the nose cone appeared to catch on the side of the valve in the non-coronary cusp (ncc) and move it up slightly. Upon removing the pigtail, the valve came up into the ascending aorta/aortic arch. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.